Event description:
Patient reported that a comparison between patient's ss meter and a healthcare professional meter was 244 mg/dl (ss - capillary) and 99 mg/dl (healthcare professional - capillary), respectively (146% difference). No symptoms were reported. Control test (95) was low - out of range (98-147). Lfs rep discovered meter is not cleaned according to manufacturer's product recommendations and reviewed cleaning instructions. Patient has no phone. Letter was sent requesting that the patient contact lfs. There was no allegation of harm.